Event description:
It was reported that during a right internal carotid artery stenting procedure, in a heavily tortuous vessel and heavily calcified lesion, the rx acculink stent, due to the tortuosity, shifted forward during deployment, a second stent was deployed to fully cover the lesion. There was no adverse pt sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inaccurate delivery can be the result of, but not limited to , interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. In this case, it appears that the anatomical conditions, which were described as heavily tortuous and heavily calcified, contributed to the difficulty. Based on the reported information, it is likely that the tortuosity contributed to the stent shifting forward and the inaccurate stent deployment. The deployed stent remains distal to the lesion site and another stent was implanted (additional therapy/non surgical treatment) to cover the remaining lesion. Review of the device history record for this lot did not produce any findings relevant to this report. Overall, based on the reported information, the deployment difficulty appears to be related to case circumstances and there is no indication to suggest a product quality deficiency.